Event description:
Medwatch with uf/importer report # (B)(4) was received on 02jun2016 with the following: upon undraping the patient at the conclusion of the case, a small silver colored knob was noticed lying on the floor underneath the head of the patient. The surgeon noticed a silver pull knob was missing from the mayfield skull clamp when he began undoing the mayfield head clamp from the patient. The surgeon screwed in the loose silver knob, which allowed him to pull the mayfield clamp loose. Upon further inspection, he was not able to twist the knob back onto the mayfield and a second silver component fell out of the head clamp. The patient was not harmed. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07/28/2016. The device was not returned for evaluation. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. A two year lookback in the complaint system for this reported failure and or related to "colored knob lying on the knob or broke off " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. In summary - the device was not released for evaluation therefore the root cause to the end user's experience could not be determined.